Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 6/cart 84/box, lot #73g1500671 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip cannot be closed after ligating the tissue. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cartridge of product 544250 hemolok xl clips 6/cart 84/box for investigation. The cartridge was received with one clip remaining. The other five clips were not returned. The returned clip was visually examined with and without magnification. The clip was returned inserted through the slot of the cartridge. No defects or anomalies were observed. A functional inspection was performed using lab inventory compatible clip appliers 544192. The clip applier jaws were inserted into the cartridge in an attempt to grab the clip. The bosses locked into the jaws of the applier and the clip could be removed from the cartridge with no difficulty. Using hand pressure, the appliers were then closed in an attempt to close the clip. The clip closed with no difficulty. The clip was further microscopically examined after closure and it was confirmed that the clip was correctly closed. No defects or anomalies were observed. No functional issues were found. Reference files pic_anp1900046513 for investigation photos. The IFU for the appliers for this product were reviewed as a part of this complaint investigation. The IFU instructs the end user, "before applying a other remarks: clip, verify the structural size and condition of the vessel or structure and use the proper size clip." The IFU also instructs the end user to "always check the alignment of the applier jaws before use." A corrective action is not required at this time as the customer returned one clip in cartridge only. It is unknown if the clip returned is the same clip the end user had difficulty with. The clip applier used is also unknown and no clip appliers were returned. The returned clip functioned with no difficulty when used with a lab inventory applier. The reported complaint of clip not closing could not be confirmed based upon the sample received. The customer returned one clip in cartridge only. It is unknown if the clip returned is the same clip the end user had difficulty with. The clip applier used is also unknown and no clip appliers were returned. The returned clip functioned with no difficulty when used with a lab inventory applier. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint issue could not be determined based upon the information provided and the sample received.

Event description:
The clip cannot be closed after ligating the tissue. The patient's condition was reported as fine.